Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance spikes to greater than 2000 ohms. Boston scientific technical services discussed possible causes, and recommended further testing to rule out other factors as the device has just been changed out less than six months 110 (leads were implanted in 2012). Additional information was received that intermittent high out of range impedances were contributing to respiratory rate trend (rrt) sensor noise that was oversensed causing inappropriate mode atrial tachy response (atr) episodes. Boston scientific technical services recommended to turn rrt feature off. Additionally, over the last year multiple out of range high impedances were found on the atrial (ra) lead and this rv lead. A spring contact is suspected since it is persisting. There was no oversensing observed, while sensing and thresholds were stable. The system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).